Event description:
It was reported that after the patient was placed on the ventilator, the patient had developed low sao2 readings on the pulse oximeter. After the patient's trach tube was changed and manual resuscitation was done, the patient remained with sao2's less than 80% and appeared to be cyanotic. The patient's mother stated that when she attempted to place the patient back on the ventilator, it did not cycle breaths. Manual ventilation was continued and the patient was transferred to the hospital. The ventilator had audible alarms when the reported problem occurred.